Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: the report from hospital say: 1. Specific operation and usage: due to the patient's condition, the emergency department nurse needs to follow the doctor's instructions to use a ventilator to assist the patient in breathing; 2. Adverse event situation: during the ward round on march 28th, frequent alarms were raised, indicating that the ventilation volume of the ventilator was too low. The patient had a respiratory rate of 40-47 beats per minute and a blood oxygen saturation of about 94%. After excluding patient factors and reasons such as the ventilator tubing and sensors, the low ventilation volume could not be resolved. After immediately replacing other ventilators, the patient's ventilation frequency was 20 beats per minute, blood oxygen saturation was 100%, and the minute ventilation volume was normal; immediately after retesting the hamilton ventilator, an alarm prompt was triggered: technical event: 231008. Hang a fault sign and send it to the medical engineering department for maintenance. 3. Impact on the victim: causing the patient's respiratory rate to be too fast and blood oxygen saturation to decrease; 4. Treatment measures and results taken: after immediately replacing other ventilators, the patient's ventilator frequency was 20 beats per minute and blood oxygen saturation was 100%. No patient involvement. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Information follow-up nr. 1: correction of section b5: removal of "no patient involvement" as patient was involved.

Event description:
The following was reported to hamilton medical ag: the report from hospital say: 1. Specific operation and usage: due to the patient's condition, the emergency department nurse needs to follow the doctor's instructions to use a ventilator to assist the patient in breathing; 2. Adverse event situation: during the ward round on (B)(6) frequent alarms were raised, indicating that the ventilation volume of the ventilator was too low. The patient had a respiratory rate of 40-47 beats per minute and a blood oxygen saturation of about 94%. After excluding patient factors and reasons such as the ventilator tubing and sensors, the low ventilation volume could not be resolved. After immediately replacing other ventilators, the patient's ventilation frequency was 20 beats per minute, blood oxygen saturation was 100%, and the minute ventilation volume was normal; immediately after retesting the hamilton ventilator, an alarm prompt was triggered: technical event: 231008. Hang a fault sign and send it to the medical engineering department for maintenance. 3. Impact on the victim: causing the patient's respiratory rate to be too fast and blood oxygen saturation to decrease; 4. Treatment measures and results taken: after immediately replacing other ventilators, the patient's ventilator frequency was 20 beats per minute and blood oxygen saturation was 100%. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Information follow-up nr. 1: correction of section b5: removal of "no patient involvement" as patient was involved. Follow-up 2 - corrected information: UDI related data quality updates only an UDI-di was provided for this device brand and version (generally) in the initial report, yet hamilton medical ag (hmag) established that this particular device (serial number: (B)(6) was not labelled with an UDI at the time of its manufacturing. Creation of UDI was not a requirement at the time of manufacturing of this particular device (prior to 2015) and had not yet been implemented in production at hmag. UDI data has therefore been removed in this corrected follow-up report. A full UDI (including UDI-pi) will not be provided, this is in alignment with the information on the label on the device with the serial number (B)(6). Updated fields.

Event description:
The following was reported to hamilton medical ag: the report from hospital say: 1. Specific operation and usage: due to the patient's condition, the emergency department nurse needs to follow the doctor's instructions to use a ventilator to assist the patient in breathing; 2. Adverse event situation: during the ward round on march 28th, frequent alarms were raised, indicating that the ventilation volume of the ventilator was too low. The patient had a respiratory rate of 40-47 beats per minute and a blood oxygen saturation of about 94%. After excluding patient factors and reasons such as the ventilator tubing and sensors, the low ventilation volume could not be resolved. After immediately replacing other ventilators, the patient's ventilation frequency was 20 beats per minute, blood oxygen saturation was 100%, and the minute ventilation volume was normal; immediately after retesting the hamilton ventilator, an alarm prompt was triggered: technical event: 231008. Hang a fault sign and send it to the medical engineering department for maintenance. 3. Impact on the victim: causing the patient's respiratory rate to be too fast and blood oxygen saturation to decrease; 4. Treatment measures and results taken: after immediately replacing other ventilators, the patient's ventilator frequency was 20 beats per minute and blood oxygen saturation was 100%. No health consequences or impact.